Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.